Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Pad unit has audible beeping sound when pad pak is installed.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 10th june 2013. Upon receipt of the device the history and memory logs could not be downloaded. The device was disassembled for further examination. After further investigation, it was found that the fault was caused by the failure of the memory chip. Once the memory chip had been replaced the device history and memory logs were downloaded. The device memory log records one manual power up on (B)(6) 2016 which lasts 7 seconds, no further log entries were recorded. The failure of the memory chip had caused the device to fail to power up or to successfully connect to a pc.